Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and found the ribbon cable loose on the display, reset connection to resolve the event. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a lower erratic display. Patient was at bedside but not connected to ventilator. The ventilator was replaced with an alternate ventilator. The patient was not harmed or injured as a result of the event.